Event description:
It was reported that the patient was hospitalized for acute congestive heart failure exacerbation and the patient electronic system may have caused or contributed to this hospitalization due to the patient being unable to obtain readings consistently secondary to signal acquisition and interference issues. The patient presented with dyspnea and was treated with intravenous diuretics. The patient was hospitalized from (B)(6) 2026 to (B)(6) 2026 and has since been discharged home. After extensive troubleshooting, the patient electronic system was replaced.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed no discrepancies or discernible damage. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Customer reported pes was unable to take patient readings - unconfirmed. Pes was able to successfully take patient readings. Customer reported pes was having difficulties with emi ¿ unconfirmed. Unit was able to successfully send all readings without any signal interference or malfunctions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.